Event description:
In a literature report, the surgeon reported a pt with decreased visual acuity due to whitening of the intraocular lens (iol) eight years following implant surgery. The iol was exchanged. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has requested.